Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/14/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zxr00 17.5 diopter intraocular lens (iol) was explanted from a female patient's right eye due to the patient not being able to read clearly. Visual disturbance, halos/glare were also indicated. The patient requested monovision with reading right eye (od) operated eye. Symptoms were that the patient had difficulty reading in od status post (s/p) symfony implant. Patient's post op refraction is -1.75. Patient is unable to read clearly even with +.50 sphere (sph) prescription. The iol was exchanged with a tecnis pcb00 lens. Through follow up it was learned there was no incision enlargement, no vitrectomy and no patient post-op injury. Also noted that the patient is the patient is well.